Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: during analysis of the sample it was found ruptured. A crease and shell abrasion were found within the rupture. No additional anomalies were observed. Shell abrasion and crease suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 325cc mentor memorygel breast implant, catalog #3503251bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 325cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was diagnosed through ultrasound. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed. This report contains supplemental information for mentor psr reference number (B)(4).